Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k the cap was discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: the customer noticed that there was a triangle-shaped cut on the side of the cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® edta 2k the cap was discovered to be damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer noticed that there was a triangle-shaped cut on the side of the cap.